Manufacturer narrative:
B3 - date of event: estimated. D4- a partial UDI was provided as the lot number is not known. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the copilot bbcv was bleeding back through the value. The procedure was completed with another copilot. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.